Event description:
The company was notified that the patient experienced sound quality issues with her device followed by a loss of lock between her external equipment and implanted device. External equipment was exchanged and programming adjustments were made. However, the problems were not resolved. It was also reported at the august 2007 site visit that in 2006, the patient experienced hot sensations around the headpiece area. Surgery to explant the patient's device will be scheduled.